Event description:
The customer reported that, during a case, there was difficulty achieving volumes. Biomed was called in to the operating room to change the flow sensors. Difficulty was encountered on reinsertion of the flow sensors, preventing ventilation of the pt. The pt condition reportedly became critical. The pt was switched to an ambu bag. It was subsequently noted that a clip that is used with the bag arm had fallen out and blocked reinsertion of the flow sensors. The flow sensors were eventually able to be installed and the case was finished with no further complaint. The pt made a full recovery with no reported pt injury. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.